Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h6, h11. Corrected fields: e1(event site email blank, it was incorrectly sent in previous report), h6 (investigation findings ).

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had battery failure issue. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to characterization limit: e1: event site name: (B)(6). Event site address: (B)(6). Initial reporter: (B)(6). The customer was expected to approve the paid service. We will not provide service until the paid service is approved. The customer did not approve the offer. Therefore, the visit did not take place. Patient involvement was unknown and no harm reported. In future is we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp), had a battery failure.